Manufacturer narrative:
The referenced video system was returned to the olympus service center for evaluation. The reported no composite video image was not confirmed but the evaluation found: a defective dp board causing no sdi signals. A defective patient board set causing no image with 180 series endoscopes. A worn out video connector lock latch causing a loss of image when the cable is manipulated. The video system was repaired and returned to the customer. The unit was purchased on may 3, 2017 with no previous repair history. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that prior to a laparoscopic cholecysectomy, the evis exera iii video system had image issues as there was "no sdi (serial digital interface) or composite video image, color bars". There was no delay as the intended procedure was completed with a similar device. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the no (sdi) image with 180 series endoscopes phenomenon occurred because 4 years or more have passed since the device was manufactured, and the electronic components on the dp board and patient board deteriorated over time due to long-term use, resulting in failure. No composite video image was likely due to unstable connection of the video connectors. Olympus will continue to monitor complaints for this device.